Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pad printing was found to be removed. Various areas of the pad printing were missing at the tube extension. The instrument passed electrical continuity testing. Evidence not conclusive, but pad printing removed damage may be due to likely mishandling/misuse. No other damage was found. An additional observation not reported by the customer was that the grip cable was derailed at the distal end. Manual input of the disc input knobs showed that the blade was still able to fully open and close properly, but movement and functionality was not precise. Other cables at wrist were not damaged. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pad printing could cause or contribute to an adverse event if the failure mode were to recur. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the pad printing removed, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that after a da vinci hysterectomy procedure, the customer noted that the monopolar curved scissors instrument's orange insulation was peeling off. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.